Manufacturer narrative:
Omit: a1601 - device alarm system (1012), g0600101 - alarm, audible. Additional information: imdrf annex a and g codes and manufacturer narrative. The root cause for the reported issue of an the pump doesn't get a connection was not determined. The reported issue that there was an the pump doesn't get a connection could not be confirmed. No further investigation of this event is possible at this time, and no patient harm was reported.

Event description:
It was reported that the pump sometimes does not het a connection and it does not allow the clinician to scan, which ends up manually programming the pump. It was also mentioned that the device asks for primary and secondary but would not let the clinician proceed with the programming. This clinician also reported that a device flashed a red screen and it was sent to their biomed department. The clinician tried to use a different channel but still did not work. Lastly, the clinician reported that sometimes they have to rescan several times before the pump module contacts the server. There were patient involvements but the information on patient impact is not known.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Device was not returned to manufacturing facility.

Event description:
It was reported that the pump sometimes does not het a connection and it does not allow the clinician to scan, which ends up manually programming the pump. It was also mentioned that the device asks for primary and secondary but would not let the clinician proceed with the programming. This clinician also reported that a device flashed a red screen and it was sent to their biomed department. The clinician tried to use a different channel but still did not work. Lastly, the clinician reported that sometimes they have to rescan several times before the pump module contacts the server. There were patient involvements but the information on patient impact is not known.